Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching and redness¿ at the insertion. Customer noted that on (B)(6) 2018 she had contact with a healthcare provider, was diagnosed with contact eczema and prescribed locapred (hydrocortisone butyrate, a corticosteroid) cream. Customer also self-treated with cavillon barrier spray. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated and the adhesive was attached to the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the customer noticed ¿itching and redness¿ at the insertion. Customer noted that on (B)(6) 2018 she had contact with a healthcare provider, was diagnosed with contact eczema and prescribed locapred (hydrocortisone butyrate, a corticosteroid) cream. Customer also self-treated with cavillon barrier spray. There was no report of death or permanent injury associated with this event.